Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to device evaluation (e216 error was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional device evaluation discovered e216 error (reportable malfunction). Based on the results of the investigation, it is likely that the reportable events occurred due to stress of repeated use, external factors, or handling of the device (such as the image sensor unit was damaged, disconnection, or parts mounted on the electrical circuit board such as integrated circuit chips or capacitors were broken. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli (white light imaging) and nbi (narrow band imaging) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope had horizontal line appear on the screen. The issue occurred several times during the procedure. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the complaint was confirmed and there was no image due to damage on the charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the found the following: due to damage on charging coupled device unit, a noise image occurs. Due to damage on coupled device unit, the specified resolving power is not obtained, adhesive on bending section cover or distal sheath rubber has a chip, due to damage on forceps elevator lever(surgical part), bending section cannot be fixed firmly, video connector is deformed; and due to damage on charging coupled device unit, the specified resolving power is not obtained. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.